Event description:
It was reported that (3) devices were used during a thoracotomy/lung resection. It was reported by the rep the tim20 instruments were hard to fire. In some instances, they would not fire at all. Another instrument was used to complete the case. There was no consequence to the patient.